Manufacturer narrative:
Device evaluated by MFR.: the rotablator console was tested using a 1.75mm rotalink burr. The rotational speed in dynaglide mode and turbine mode met specifications, maintaining the rpm setting. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that inaccurate rotational speed readings were noted. The rotations per minute (rpm) for the rotablator console dynaglide was over 100k when it should have been at 70k. There was no patient involved.

Event description:
It was reported that inaccurate rotational speed readings were noted. The rotations per minute (rpm) for the rotablator console dynaglide was over 100k when it should have been at 70k. There was no patient involved.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).